Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that broviac catheter got separated and ruptured at the part of the connection, where the wider part of the catheter goes into a thinner part, while applying the medicine through the pump by approved normative. There was not patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter break is confirmed, use related. The product returned is one 4.2 fr broviac catheter. An s-shaped break of the intermediate sleeve is visible just distal of the clamping sleeve, accompanied by tensile weakness and a granular fracture surface texture, which is consistent with a burst. A 12 ml syringe was filled with water and used to flush the catheter. An occlusion was identified distal of the burst site and a leak was found emanating from underneath the clamping sleeve. Progressive dissection and testing revealed the 4.2 fr lumen was fractured at the distal end of the plastic luer tail. As the location of damage to the 4.2 fr lumen is consistent with damage caused by clamping outside of the specified clamping area, the complaint is confirmed as use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that broviac catheter got separated and ruptured at the part of the connection, where the wider part of the catheter goes into a thinner part, while applying the medicine through the pump by approved normative. There was not patient injury reported.